Manufacturer narrative:
One 120804f catheter was returned for examination. The reported event of "broke off" was confirmed. The catheter body was broken at one of the balloon inflation ports, 0.47" from the catheter tip. The edges at the break locations appeared to match. The catheter tube was tapered at the break location. The proximal windings were found to be unraveled and slipped distal towards the catheter tip. The distal windings were intact. In addition, the balloon was found to be ruptured. A cut down was performed on the proximal windings to match the balloon edges. The balloon edges appeared to match at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. UDI number: (B)(4).

Event description:
It was reported that during a percutaneous thrombectomy of an av fistula on a (B)(6) female patient, the fogarty catheter was inserted over the same guidewire several times and on the last attempt, the balloon, still inflated, broke off the catheter and went unnoticed until an x-ray was taken later to verify placement of a different catheter a few minutes later. The inflated balloon was noticed on x ray and the tip of the catheter was inspected. The surgery was converted to an open thrombectomy to retrieve the balloon from fistula otherwise no injuries to patient occurred. All pieces were retrieved and saved.